Manufacturer narrative:
This report is submitted september 18, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in intermittent connection with the internal device. Reprogramming attempts have been made; however, the issue could not be resolved. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported the patient's device was explanted (date not reported). This report is filed on january 14, 2019.